Event description:
The dealer alleges that the screw that holds the back cane on a (B)(4) wheelchair has backed out and both canes fell off and the patient went backwards and they caught him before he was injured.